Event description:
It was reported that the patient underwent a posterior spinal surgery from t2-sacrum. During the surgery, the tip of the rod bender broke while being used to perform lateral bending. No patient complications were reported.

Manufacturer narrative:
(B)(4). The instrument was returned for evaluation. The angle and location of tip breakage suggest the rod was not fully engaged into the mouth of the instrument, potentially resulting in overload of the outside corners of the instrument, and contributing to the foregoing deformation and breakage. Microscopic examination is not possible due to fracture surface damage. A review of the device history records did not identify any applicable nonconformance to specification.